Event description:
The company was informed that the patient was admitted to the hospital on (B)(6), 2013 due to an infection at the implant site. The patient will be receiving antibiotherapy. Advanced bionics is in the process of gathering more info, once add'l info is rec'd a supplemental report will be submitted.